Manufacturer narrative:
A pt that was new to CPAP therapy noticed a rash after a couple weeks of use and went to her doctor. Shortly after the initial doctor visit, the pt went to the emergency room due to tightness and difficulty breathing. The (B)(4) stated the ER physician diagnosed this event as a result of an allergic reaction to her mask. The dme replaced the pt's mask with a cloth mask and the pt is doing well with no further events at this time.

Event description:
It was reported to resmed that a pt wearing a resmed quattro mask had an allergic reaction and suffered from respiratory distress.